Manufacturer narrative:
The pump was received with operating currents within specification and passed the self-test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The power management tool confirmed pump error 25 and power loss alarms were triggered when a backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to a resistance issue at the connector. After disconnecting and reconnecting the internal battery connector, the pump was monitored and it functioned properly. The pump was received with a faded serial number label. The pump was received with minor scratches on the display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump shut down and alarmed power loss. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the customer rest the internal battery but the alarm could not be cleared. The customer was advised that the device would be replaced and to return the product for analysis. No further details provided.